Event description:
It was reported that there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429678 lead implanted: (B)(6) 2013; 5076-45 lead implanted: (B)(6) 2003. (B)(4). Evaluation summary: the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo; full lead returned and analyzed.